Manufacturer narrative:
The catheter was returned for evaluation and the catheter body was found damaged with the an unknown guidewire stuck inside it and without any onyx residue; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). During the onyx 18 injection, it was reported that the catheter ruptured after a short period of time. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00546.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).